Manufacturer narrative:
B3: date of event is unknown but occurred between 07jun2024 and 18jun2024. The customer's allegation was confirmed. Based on the results of the investigation, it is likely due to liquid and rust in the multi-pin connection; however, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted. This report is related to MFR 05959 (1/2).

Event description:
It was reported that the light source was producing scope communication error code b30 an unspecified number of times. The issue was found before a diagnostic gastroscopy or colonoscopy procedure, which was completed with the same device after a short delay (5-20 minutes). The patient(s) were not under general anesthesia or sedation at the time of delay. There were no reports of patient harm.